Event description:
(B)(4). This unsolicited case from united states was received on 11-jan-2018 from other non-health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and after an unknown latency patient experienced pain and joint stiffness. Also, device malfunction was identified for the reported lot number. No past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection (lot number: 7rsl021; dose, frequency, indication and expiration date: not reported) in right knee. On an unknown date, latency unknown, patient experienced pain and joint stiffness. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for all events pharmacovigilance comment: sanofi company comment dated 11-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain and joint stiffness. A temporal relationship cannot be be established with the product administration as the start date of product has not been preovided. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded